Event description:
Sterile thermo drape was placed in waterbath, which is used to heat biodegradable sterile implants, filled with water and then the waterbath was turned on. About 45 mins later, as the doctor was preparing to take implants, a significant drop in water level was noticed. Drape for the water bath was leaking into the water bath itself. This broke the sterile field. They used metal plates instead for the pelvic application.